Event description:
It was reported through a notice from the hospital that a revision surgery occurred due to "infection, repositioning of the pins."patient's outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include:"superficial or deep bone screw tract infection, osteomyelitis and septic arthritis.""loosening or breakage of bone screws.""reoperation to replace a bone screw or bone screws.""foreign body reaction to bone screw or frame components."